Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-03893, 2134265-2011-04960. It was reported that post a stenting treatment procedure, restenosis and poor stent apposition occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 2). Cardiac catheterization revealed a 90% stenosed and 18mm long bifurcated lesion located in the calcified proximal left circumflex coronary artery (lcx) with a reference vessel diameter of 3.0mm. This was treated with predilation and deployment of a 3.5x24mm taxus element stent resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and clopidogrel. (B)(6) 2011: the patient was hospitalized. Cardiac catheterization revealed 50% focal in-stent restenosis of the proximal taxus element stent and 70% stenosis of the first obtuse marginal (om1) branch. An oct exam showed stent malapposition in the distal segment of the taxus element stent. A 2.5x15mm non-bsc drug eluting stent was used to treat the om1 including the malapposition resulting in 10% residual stenosis. There was significant improvement in the extent of malapposition. The lcx was treated with balloon angioplasty resulting in 0% residual stenosis. The event was reported to be resolved without residual effects and the patient was discharged 4 days later.

Event description:
It was further reported that at the time of the event, the patient experienced effort angina.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).